Event description:
It was reported that the pump time was incorrect, customer did not attribute incorrect time to a pump malfunction. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer addressed their elevated bg with bolus via the pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.